Event description:
A malfunction was reported with the display of malf 12. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if any further issues arise.